Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure performed on (B)(6) 2026. It was reported that during the procedure, the first band was fractured, and the other bands were stuck, due to this the bands behind the first band could not be used. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: correction. Block e1: initial reporter phone. Block h2: device evaluation. Block h11: investigation results. The device was returned for analysis. Visual inspection showed that the ligator housing teeth were damaged, one band was damaged, and one band was overlapped. No abnormalities were observed in the handle section. No additional observations were identified beyond the returned components. A risk review was completed and confirmed that the event of bands failure to deploy is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the product analysis performed on the device, the ligator housing teeth were found damaged, which suggests excessive force during use or challenges while introducing the device that could have impaired handle function during band deployment. It was also observed that one band was damaged and one band was overlapped, conditions that may relate to procedural technique, device handling during deployment, or anatomic tortuosity. Additionally, depending on how the varix or tissue was grasped, the suture could have shifted during manipulation, further hindering proper deployment. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure performed on (B)(6) 2026. It was reported that during the procedure, the first band was fractured, and the other bands were stuck, due to this the bands behind the first band could not be used. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.